Event description:
It was reported that the user experienced a low blood glucose while using an ilet pump with a freestyle libre 3+ cgm, with the lowest cgm value of 57 mg/dl, after initially suspecting an external insulin injection while connected to the pump and later indicating the likely cause was not eating for several hours. Symptoms included hypoglycemia. Outcomes included the need for oral glucose, specifically orange juice, which resolved the event. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a device problem or specific device component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.